Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. N/a was selected as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that a ¿check again in 10 minutes¿ error message was received with the adc device. The customer indicated that due to this, they experienced a seizure and/or a loss of consciousness however, they did not receive third-party medical intervention. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted using approved software, and extraction was successful, and no abnormalities were observed with the sensors data. A watermark was observed at the base of the sensor tail. The blood observed at the tip of the sensor tail is an indication of improper sensor tail insertion. Evidence of blood on the sensor tail enabled the sensor to activate, but due to the improper insertion, the sensor terminated early. Therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that a ¿check again in 10 minutes¿ error message was received with the adc device. The customer indicated that due to this, they experienced a seizure and/or a loss of consciousness however, they did not receive third-party medical intervention. No further information was provided. There was no report of death or permanent injury associated with this event.